Event description:
A customer reported to baxter (B)(4) of an unknown administration set in which operator observed under infusion of unknown medication. The reported condition occurred during infusion. A patient was involved. There was delay in administration of medication due to reported condition; however, there is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: upon additional investigation, the reported condition could not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. The device used in reported condition is unknown; therefore, it does not have a us 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.